Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (361 mg/dl). Reportedly, elevated bg's were due to the customer eating and "not getting around to bolus for the food she consumed." Customer stated that when they attempted to deliver a bolus the pump recommended a larger than expected bolus. During troubleshooting with tandem technical support the customer realized they programmed their correction factor incorrectly. Customer's correction factor was accidentally programmed as 1 unit of insulin for every 5g of carbohydrates, and should have been programmed as 1 unit of insulin for every 50g of carbohydrates. Tandem technical support guided the customer through correcting their correction factor. Customer delivered a bolus to stabilize bg levels.